Event description:
It was reported that the patient line of a homechoice automated pd set with cassette disconnected from the transfer set, resulting in a leak. This occurred during dwell 4 of 6 of peritoneal dialysis (pd) therapy on the homechoice (hc) machine, while the home patient (hp) was connected. The caregiver (cg) then closed the clamp on the transfer set to end therapy. The technical service representative (tsr) advised the cg to end the hp¿s therapy using the proper aseptic procedure. The hp then visited the hospital and was given unknown antibiotics as a precaution. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 1 of 2 for this patient and event.

Manufacturer narrative:
(B)(4). A leak indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).